Event description:
Pt was seen in the outpatient clinic for slight shortness of breath. The x-ray showed an embolized catheter disconnected from the port lodged in the heart. The catheter was placed in the pt for chemotherapy treatment in 11/94. At the clinic visit, the pt's general appearance was within normal limits for the following systems: neurological, pulmonary, cardiovascular, gi and skeletal. The catheter was removed by interventional radiology and surgery 4/30/97 without complication. The catheter was not replaced. The pt was observed overnight and released the following day. No further problems have occurred since the procedure to remove the catheter. Upon exam after surgery, the catheter was found to be broken off at the hub.